Event description:
It was reported that the patient was implanted the day before the report and was told to use the programmer to verify stimulation was on. Patient couldn¿t get a connection and was seeing a power-on-reset message with a black triangle and was unable to clear the message or adjust stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va09gyf, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).